Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation finding, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse reseated/calibrated the safety disk and exercised the unit to no fail. The fse performed full calibration and tested the unit. The unit passed all functional and safety testing. The iabp was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during biomed check, the cardiosave intra-aortic balloon pump (iabp) failed leak test. There was no patient involvement.